Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The husband reported that the patient died from a heart attack and it was stated on the death certificate that it was due to her being diabetic. She passed away at home and was not able to be revived. He did not wish to provided any further information regarding other medical issues or medications, as he felt it was not relevant. The coroner stated that the patient's death was painless.